Event description:
It was reported that during an iliac vein stenting treatment procedure, a balloon rupture, shaft break and catheter removal difficulties occurred. The treatment procedure was performed to treat the 100% stenosed non calcified and non tortuous iliac vein. An unspecified size wallstent was implanted. The xxl 16x6mm balloon was advanced via the superficial femoral artery to post dilate the wallstent. The balloon was inflated to 5atm for 10 seconds, ruptured, and "got stuck" on the stent. The balloon catheter was difficult to remove and the portion of the device containing the balloon and ro marker broke off inside the pt in subcutaneous fat. A snare was used to attempt to remove the broken catheter and then the physician performed a cut down to successfully retrieve the device. It was reported that the balloon material remained bounded to the catheter. The wallstent implantation was considered successful. The pt condition is reported as "ok."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.